Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(6) 2014 to (B)(6) 2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(6) 2014 through (B)(6) 2015 did not reveal a significant trend for this same issue. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." Tightening the oil return valve resolved the odor/smells issue and is therefore the most likely assignable cause. The field service engineer confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Event description:
While onsite servicing the sterrad® 100nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil return valve was tightened. Unit meets specifications and was returned to service on (B)(4) 2015.